Event description:
It was reported that the buttons on the left side of the c-arm are not working properly causing the machine to continue to rotate. No injury reported. A field engineer was dispatched to the site and determined the c-arm switches needed to be replaced. Once this was completed the system was working as intended.

Event description:
It was reported that the buttons on the left side of the c-arm are not working properly causing the machine to continue to rotate. No injury reported. A field engineer was dispatched to the site and determined the c-arm switches needed to be replaced. Once this was completed the system was working as intended.